Event description:
Pt reported that on/off button on insulin pump was stuck in off position. This is a first generation insulin pump. This required no physician or hospital intervention. Insulin injections were administered at home.